Event description:
It was reported that during an implant procedure, the physician had difficulty connecting the lead to the extension. Impedances were greater than 20,000 ohms. The physician tried to reconnect, but the impedances were still high. It was stated that one connector and a half stayed out of the connector part. The extension was replaced. It was unclear if the issue resolved. No patient symptoms were associated with the event. The patient¿s status was noted to be alive with no injury. Additional follow up was requested, if received, a follow up report will be sent.

Event description:
Additional information stated ¿the replacement of the extension solved the impedance issue and post-operative impedances were normal.¿ it was noted the ¿patient¿s status was ok¿ and ¿he was receiving effective therapy¿ at the time of the follow-up report.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013,product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the extension was conducted through the use of a known good lead and screening cable. The screening cable was connected to an external neurostimulator (ens), the lead proximal end was connected to the extension, while the lead distal end was placed in a 0.9% saline solution. Using a physician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.